Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) year-old female patient in united states on 02-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 for permanent birth control. Information was received from medical records and attorney letter. She was in postpartum state (gave birth on (B)(6)-2014). Her medical history included previous pregnancy (g2 p2), c-section in (B)(6)-2009 and (B)(6)-2014, stones, migraine, bipolar, asthma. She was allergic to pcn (interpreted as penicillin) and sulfa. Concomitant medications reported: topamax (topiramate) and lamictal (lamotrigine). At time of insertion, she was noted to be bottle-feeding and was on provera (10mg twice a day for 10 days starting on (B)(6)-2014). Last menstrual period noted to be (B)(6)-2014. According to the attorney letter, the plaintiff sustained severe side effects from essure, including hair loss, vision loss, rashes, vaginal lesions, vaginitis, pruritus, constant pelvic pain and pain in ones teeth, which caused her to have the device removed. Because of the injuries to plaintiffs eyes, hair loss, severe migraines and the removal of essure, she will incur some future medical expenses. On (B)(6)-2014 she called doctors office with complaints of vaginal bleeding, and on (B)(6)-2014 she complained of painful cramping. On (B)(6)-2014, she complained of some vaginal spotting and cramping. On (B)(6)-2014, hsg (hysterosalpingogram) was done and showed satisfactory microtubal insert placement with bilateral tubal occlusion. Her urine pregnancy test was negative. On (B)(6)-2015, she complained of some itching of the vagina and a lesion on her vaginal wall. She used some monistat without relief. She was prescribed flagyn 500mg to help with the vaginal itching. Assessment was bacterial vaginosis. On (B)(6)-2015, during visit, patient stated that she had been having problems recently with vulvar pruritus and bacterial vaginosis. Was given an extended treatment of diflucan 150 mg to treat the recurrent pruritus. Impression was vaginitis with recurrent symptoms, however no abnormal findings on examination. On (B)(6)-2015, patient complained of metal toxicity, vision problems and metal taste in her mouth. She thought it could be the topamax and also stated that her tampons/ feminine products smelled like sulfur during her monthly cycle. On (B)(6)-2015 she stated she was still having problems due to nickel allergy reactions to essure. She wanted the essure out. Complained of hair loss, rashes, constant pelvic pain, teeth hurting related to nickel in essure and vaginal lesion. On (B)(6)-2015 physician noted that the patient went for evaluation of multiple systemic systems that she was concerned could be related to a nickel allergy in the essure implant. These symptoms were not present for several months after placement of the essure device; however she was having multiple issues and heavy menstrual periods as well. On (B)(6)-2015 she complained of abdominal bruising. She requested an x-ray to see if the essure device had moved. On (B)(6)-2015 she had essure removed and underwent a bilateral micro-tubal implantation in the corneal aspect of the uterus. On (B)(6)-2015 patient went to the doctors office for post-operative visit after having a tuboplasty after previous sterilization. Patient did not have any complaints. On (B)(6)-2015 she was seen for her vision impairments and severe headaches. On (B)(6)-2015 follow-up with complaints of hair loss and blindness in her right eye. Company causality comment: this spontaneous medically confirmed legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, vision loss and metal toxicity. Essure was removed 9 months after its insertion. Constant pelvic pain is a listed event in the reference safety information for essure, the other events are unlisted. After essure insertion pelvic pain may occur. Given the nature of the event constant pelvic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. Given the nature and possible etiologies of vision loss, and considering the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. The essure insert consists of a nickel-titanium alloy however it is unlikely that the amount of nickel released would be sufficient to cause metal toxicity. Therefore this event was considered unrelated to essure. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-nov-2016: events added: extreme menstrual changes, abdominal and pelvic pain more intense prior or throughout her menstrual cycle and weight gain. Event terms amended (prolonged and heavier menstrual cycles, blurred vision and/or blindness). Company causality comment: this spontaneous medically confirmed legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, vision loss, blurred vision and/or blindness in right eye and metal toxicity. Essure was removed 9 months after its insertion. Constant pelvic pain is an anticipated event in the reference safety information for essure, the other events are unanticipated. After essure insertion pelvic pain may occur. Given the nature of the event constant pelvic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. Given the nature and possible etiologies of vision loss, blurred vision and/or blindness in right eye, and considering the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. The essure insert consists of a nickel-titanium alloy however it is unlikely that the amount of nickel released would be sufficient to cause metal toxicity. Therefore this event was considered unrelated to essure. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, vision loss and metal toxicity. Essure was removed 9 months after its insertion. Constant pelvic pain is a listed event in the reference safety information for essure, the other events are unlisted. After essure insertion pelvic pain may occur. Given the nature of the event constant pelvic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. Given the nature and possible etiologies of vision loss, and considering the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. The essure insert consists of a nickel-titanium alloy however it is unlikely that the amount of nickel released would be sufficient to cause metal toxicity. Therefore this event was considered unrelated to essure. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), blindness unilateral ("vision loss, blurred vision and/or blindness in right eye"), metal poisoning ("metal toxicity") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section, unevaluable event, migraine, bipolar disorder, penicillin allergy and sulfonamide allergy. Concurrent conditions included postpartum state since (B)(6) 2014 and asthma. Concomitant products included lamotrigine (lamictal), medroxyprogesterone acetate (provera) on (B)(6) 2014 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ vaginal spotting") and abdominal pain lower ("cramping/ severe cramping"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal lesion, vulvovaginal pruritus and vaginal odour. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and dysgeusia ("metal taste in her mouth"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"), toothache ("pain in ones teeth") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2015, the patient experienced contusion ("abdominal bruising"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness unilateral (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vision blurred ("blurred vision and/or blindness in right eye"), eye injury ("injuries to eyes"), migraine ("severe migraines/ migraine headaches"), menorrhagia ("longer and heavier menstrual periods"), dysmenorrhoea ("abdominal and pelvic pain more intense in the days prior or throughout her menstrual cycle"), menstrual disorder ("extreme menstrual changes"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with miconazole nitrate (monistat), fluconazole (diflucan) and surgery (device removed and bilateral tuboplasty on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blindness unilateral, metal poisoning, genital haemorrhage, vision blurred, alopecia, vaginal infection, toothache, eye injury, migraine, menorrhagia, vaginal haemorrhage, abdominal pain lower, bacterial vaginosis, dysgeusia, allergy to metals, contusion, dysmenorrhoea, menstrual disorder, weight increased, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, blindness unilateral, contusion, dysgeusia, dysmenorrhoea, eye injury, genital haemorrhage, menorrhagia, menstrual disorder, metal poisoning, migraine, pelvic pain, toothache, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory placement with bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added: abdominal pain, heavy abnormal bleeding and vaginal pain. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), blindness unilateral ("vision loss, blurred vision and/or blindness in right eye"), metal poisoning ("metal toxicity") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B94874) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section, unevaluable event, migraine, bipolar disorder, penicillin allergy and sulfonamide allergy. Concurrent conditions included postpartum state since (B)(6) 2014, asthma and overweight. Concomitant products included lamotrigine (lamictal), medroxyprogesterone acetate (provera) since (B)(6) 2014 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abdominal and pelvic pain more intense in the days prior or throughout her menstrual cycle"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ vaginal spotting") and abdominal pain lower ("cramping/ severe cramping"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("severe migraines/ migraine headaches") and headache ("headaches"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal lesion, vulvovaginal pruritus and vaginal odour. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis/ vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and dysgeusia ("metal taste in her mouth"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"), toothache ("pain in ones teeth") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2015, the patient experienced contusion ("abdominal bruising"). On an unknown date, the patient experienced blindness unilateral (seriousness criterion medically significant), vision blurred ("blurred vision and/or blindness in right eye"), eye injury ("injuries to eyes"), menorrhagia ("longer and heavier menstrual periods"), menstrual disorder ("extreme menstrual changes"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), white blood cell count abnormal ("white blood cell count"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), retinal vascular occlusion ("retinal occlusion"), fatigue ("fatigue"), weight decreased ("weight loss") and back pain ("lower back pain"). The patient was treated with miconazole nitrate (monistat), fluconazole (diflucan) and surgery (device removed and bilateral tuboplasty on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blindness unilateral, metal poisoning, genital haemorrhage, vision blurred, alopecia, vaginal infection, toothache, eye injury, migraine, menorrhagia, vaginal haemorrhage, bacterial vaginosis, dysgeusia, allergy to metals, contusion, dysmenorrhoea, menstrual disorder, weight increased, abdominal pain, hormone level abnormal, female sexual dysfunction, anxiety, white blood cell count abnormal, bladder disorder, urinary tract disorder, headache, nausea, dyspareunia, retinal vascular occlusion, fatigue, weight decreased and back pain outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blindness unilateral, contusion, dysgeusia, dysmenorrhoea, dyspareunia, eye injury, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, nausea, pelvic pain, retinal vascular occlusion, toothache, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight decreased, weight increased and white blood cell count abnormal to be related to essure. The reporter commented: current weight 155.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement with bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Lot number (b94874) added. Events hormonal changes, apareunia (inability to have sexual intercourse), anxiety, white blood cell count, bladder problems or changes, urinary problems or changes, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight loss and lower back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), blindness unilateral ("vision loss, blurred vision and/or blindness in right eye"), metal poisoning ("metal toxicity") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B94874) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section, unevaluable event, migraine, bipolar disorder, penicillin allergy and sulfonamide allergy. Concurrent conditions included postpartum state since (B)(6) 2014, asthma, overweight, muscle cramps, spotting vaginal, itching, vulval irritation (irritated spot in the vulvar area.), bacterial vaginosis, vulval pruritus, vaginal itching, visual disturbances, blurry vision, tingling, numbness, other disorders of intestine, urination difficulty, vomiting, hair loss, rash, tooth pain, vaginal lesion and sinus infection. Concomitant products included lamotrigine (lamictal), medroxyprogesterone acetate (provera) since (B)(6) 2014 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abdominal and pelvic pain more intense in the days prior or throughout her menstrual cycle"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ vaginal spotting"), abdominal pain lower ("cramping/ severe cramping") and white blood cell count abnormal ("white blood cell count"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("severe migraines/ migraine headaches") and headache ("headaches"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal lesion, vulvovaginal pruritus and vaginal odour. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis/ vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and dysgeusia ("metal taste in her mouth"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"), toothache ("pain in ones teeth") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2015, the patient experienced contusion ("abdominal bruising"). On an unknown date, the patient experienced blindness unilateral (seriousness criterion medically significant), vision blurred ("blurred vision and/or blindness in right eye"), eye injury ("injuries to eyes"), menorrhagia ("longer and heavier menstrual periods"), menstrual disorder ("extreme menstrual changes"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), retinal vascular occlusion ("vision problems/ eye problems: retinal occlusion"), fatigue ("fatigue"), weight decreased ("weight loss"), back pain ("lower back pain") and mood swings ("mood swings"). The patient was treated with miconazole nitrate (monistat), fluconazole (diflucan) and surgery (device removed and bilateral tuboplasty on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blindness unilateral, metal poisoning, genital haemorrhage, vision blurred, alopecia, vaginal infection, toothache, eye injury, migraine, menorrhagia, vaginal haemorrhage, bacterial vaginosis, dysgeusia, allergy to metals, contusion, dysmenorrhoea, menstrual disorder, weight increased, abdominal pain, hormone level abnormal, female sexual dysfunction, anxiety, white blood cell count abnormal, bladder disorder, urinary tract disorder, headache, nausea, dyspareunia, retinal vascular occlusion, fatigue, weight decreased, back pain and mood swings outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blindness unilateral, contusion, dysgeusia, dysmenorrhoea, dyspareunia, eye injury, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, mood swings, nausea, pelvic pain, retinal vascular occlusion, toothache, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight decreased, weight increased and white blood cell count abnormal to be related to essure. The reporter commented: current weight 155.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement with bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: event "mood swings" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), blindness unilateral ("vision loss, blurred vision and/or blindness in right eye"), metal poisoning ("metal toxicity") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B94874) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section, unevaluable event, migraine, bipolar disorder, penicillin allergy and sulfonamide allergy. Concurrent conditions included postpartum state since (B)(6) 2014, asthma, overweight, muscle cramps, spotting vaginal, itching, vulval irritation (irritated spot in the vulvar area.), bacterial vaginosis, vulval pruritus, vaginal itching, visual disturbances, blurry vision, tingling, numbness, other disorders of intestine, urination difficulty, vomiting, hair loss, rash, tooth pain, vaginal lesion and sinus infection. Concomitant products included lamotrigine (lamictal), medroxyprogesterone acetate (provera) since (B)(6) 2014 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abdominal and pelvic pain more intense in the days prior or throughout her menstrual cycle"). In september 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ vaginal spotting") and abdominal pain lower ("cramping/ severe cramping"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("severe migraines/ migraine headaches") and headache ("headaches"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal lesion, vulvovaginal pruritus and vaginal odour. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis/ vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced metal poisoning (seriousness criterion medically significant) and dysgeusia ("metal taste in her mouth"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"), toothache ("pain in ones teeth") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2015, the patient experienced contusion ("abdominal bruising"). On an unknown date, the patient experienced blindness unilateral (seriousness criterion medically significant), vision blurred ("blurred vision and/or blindness in right eye"), eye injury ("injuries to eyes"), menorrhagia ("longer and heavier menstrual periods"), menstrual disorder ("extreme menstrual changes"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), white blood cell count abnormal ("white blood cell count"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), retinal vascular occlusion ("vision problems/ eye problems: retinal occlusion"), fatigue ("fatigue"), weight decreased ("weight loss") and back pain ("lower back pain"). The patient was treated with miconazole nitrate (monistat), fluconazole (diflucan) and surgery (device removed and bilateral tuboplasty on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, blindness unilateral, metal poisoning, genital haemorrhage, vision blurred, alopecia, vaginal infection, toothache, eye injury, migraine, menorrhagia, vaginal haemorrhage, bacterial vaginosis, dysgeusia, allergy to metals, contusion, dysmenorrhoea, menstrual disorder, weight increased, abdominal pain, hormone level abnormal, female sexual dysfunction, anxiety, white blood cell count abnormal, bladder disorder, urinary tract disorder, headache, nausea, dyspareunia, retinal vascular occlusion, fatigue, weight decreased and back pain outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blindness unilateral, contusion, dysgeusia, dysmenorrhoea, dyspareunia, eye injury, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, nausea, pelvic pain, retinal vascular occlusion, toothache, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight decreased, weight increased and white blood cell count abnormal to be related to essure. The reporter commented: current weight 155.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement with bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.